Manufacturer narrative:
Concomitant medical products: 5826, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances resulting in a polarity switch. The lead also exhibited a sensing decrease and noise. The superior vena cava (svc) was torn resulting in tamponade. A new epicardial lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5070688). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had insulation defect which was repaired with a silicone adhesive. The lead now has intermittent capture.